Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test. One of two sensors failed per specification due to found sensor cannula broken and broken part was missing. The remaining sensor passed per specification with accurate readings. Also found cannula was not broken. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle complaint because the customer did not return the insertion needle, only the sensor.

Event description:
It was reported that the transmitter did not blink when connected to the sensor. Customer's blood glucose level was 7.7 mmol/l. The sensors were slightly bent. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised that the device would be replaced and agreed to return the product for analysis.